Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Manufacturer narrative:
Corrected data: box h-device problem code from a0405 to a1002.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that she feels extremely dry when she wakes up and device gets hot to touch. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.